Event description:
It was reported that p-wave oversensing on the ventricular channel inhibited pacing. The patient is pacer dependent. Insulation anomaly was suspected. The lead was capped and replaced.

Event description:
Additional information provided indicated lead insulation break could not be confirmed by x-ray. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.